Event description:
A customer contacted baxter's technical service center and reported a check patient line alarm on the homechoice (hc) machine during the initial drain. The home patient (hp) stated that there is a lot of air pockets in the patient line. The technical service representative assisted the hp with ending therapy and starting over with new supplies. Product surveillance contacted the patient on (B)(6) 2010. According to the patient there were no holes or leaks in the cassette or supplies. The patient stated that they discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm was not confirmed in the lab due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the potential causes that could have been related to user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.